Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had two surgeries for his device. In 2013 the wires had to be changed out and moved. It was unknown why they changed the wires. Notes of a manufacturing representative (rep) showed the patient had a procedure on (B)(6) 2013. It was believed that the procedure was to pull the lead down to provide better coverage in the patient¿s feet. The patient had significant neuropathy. The lead might have been too high in the back. It was noted that any procedures that required a hardware change would have been documents because the hospitals were very strict about that. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that during the surgery in 2013, the leads were just repositioned to get better coverage for the patient¿s lower legs and feet. There was nothing that was changed out as far as the devices and he still had all the original devices.